Event description:
During a coronary drug eluting stenting treatment procedure, withdrawal difficulties were encountered. An angiomax bolus was given and a drip initiated. Balloon angioplasty was performed on a previously placed distal cypher stent using a 2.5 x 9 mm maverick balloon. The physician performed intravascular ultrasound and was unable to advance the catheter all the way through the most distal stent, however, did perform ultrasound of the ostium of the right coronary artery (rca). This was a huge vessel with some calcification. The stent was fully expanded in the proximal vessel but there was residual plaque behind the stent. There was no greater than 40 - 50% stenosis at the ostium and a shelf of calcification at the os. The physician attempted to place a taxus express2 8.8% 3.00 x 20 mm drug eluting stent within the distal rca. The physician opted not to use radiation therapy because he felt there was more significant disease proximal to the stent and the distal stent was undersized. The stent did not reach the location due to calcification and the incompletely expanded cypher stent. In the process of removing the stent through the more proximal stent, the physician suspects an edge caught and disrupted the stent architecture extensively, rendering it unusable. The physician then further dilated the lesion using a 2.75 x 20 mm maverick balloon. This allowed passage of a 3.0 x 20 mm taxus stent. The pt left the catheterization laboratory in stable condition. The physician recommended the pt have indefinite aspirin and plavix therapy.